Manufacturer narrative:
Per the t:slim x2 user guide, reuse of cartridges may result in over delivery or under delivery of insulin. This can cause very low or very high blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was in the 200s mg/dl. The cartridge was changed and a bolus via the pump was delivered to address the bg level. The customer reported that the cause of the high bg was due to reusing/refilling the cartridges. Tandem technical support advised the customer to use the supplies as per the labeling. The customer acknowledged the information.